Manufacturer narrative:
Additional information: according to the information received from the field the device was explanted due to a post-operative migration of the active electrode out of cochlea as confirmed by diagnostic imaging. The explanted device has not been received for investigation yet.

Event description:
The user was initially successfully implanted, with all electrode channels placed inside the cochlea. The user was reimplanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Postoperative imaging revealed that two to three contacts were outside the cochlea. The user was reimplanted on (B)(4) 2025.

Event description:
The user was initially successfully implanted, with all electrode channels placed inside the cochlea. The user was reimplanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage. According to the information received from the field the device was explanted due to a post-operative migration of the active electrode out of cochlea as confirmed by diagnostic imaging. This is a final report.